Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a demonstration of the desilets-hoffman introducer set, fine strands of an unknown material began protruding from the van-andel end of the 8fr dilator. There was no patient involvement, so there were no injuries or additional procedures reported.